Manufacturer narrative:
Result: corrosion.

Event description:
It was reported by service report that the left head siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.